Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by a veterinarian that a dog underwent a neuter procedure on an unknown date and suture was used. During the procedure, while tying a knot, the suture snapped. The procedure was completed successfully.